Manufacturer narrative:
Visual and optical examination identified it appears that part of the driver's tip has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the instrument broke. The device came in contact with the patient. No fragments remaining in the patient. No patient complications were reported due to this event.